Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was needing an MRI of their head. The caller reported the patient did not bring their controller to the MRI appointment, and that the patient did not think the ins was working. When asked to clarify, the caller stated the patient said they did not think the ins had been working since they had an MRI. The caller was unable to clarify further. Troubleshooting could not be done since they did not have the product/controller with them. It was recommended the patient follow up with their healthcare provider. There were no patient symptoms nor further complications reported at this time.